Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving a shock. The physician was unable to ascertain if the therapy received was appropriate or not. The device was deactivated and technical services (ts) was consulted for guidance. Ts noted non-physiological noise with baseline shifts and changes in signal amplitudes. This is a result of impedance changes of the sensing vector. This can be due to under-insertion of the lead, lead impairment, or other disturbances of the contacts in the device header. As this device is implanted with a 3401 electrode, migration of the suture sleeve over the proximal electrode could case similar artifacts. X-rays and troubleshooting ruled out an under-inserted lead and lead impairment. A lead revision procedure was performed to evaluate if the suture sleeve was shielding the proximal electrode. The suture sleeve was not covering the proximal electrode but was very close to it. The suture sleeve position was modified to create more space between the proximal electrode and suture sleeve and properly secured. Shortly after this procedure there was another episode recorded showing non-physiological noise and decreased amplitude. The pattern of the noise was quite similar to other previously recorded episodes. Air entrapment at the proximal electrode related to the revision procedure could result in these artifacts. Ts concluded that since they are unable to determine the root cause of the noise to be related to either lead or device they recommended considering replacement of both components. New information received indicates that the system was explanted. The explanted system is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving a shock. The physician was unable to ascertain if the therapy received was appropriate or not. The device was deactivated and technical services (ts) was consulted for guidance. Ts noted non-physiological noise with baseline shifts and changes in signal amplitudes. This is a result of impedance changes of the sensing vector. This can be due to under-insertion of the lead, lead impairment, or other disturbances of the contacts in the device header. As this device is implanted with a 3401 electrode, migration of the suture sleeve over the proximal electrode could case similar artifacts. X-rays and troubleshooting ruled out an under-inserted lead and lead impairment. A lead revision procedure was performed to evaluate if the suture sleeve was shielding the proximal electrode. The suture sleeve was not covering the proximal electrode but was very close to it. The suture sleeve position was modified to create more space between the proximal electrode and suture sleeve and properly secured. Shortly after this procedure there was another episode recorded showing non-physiological noise and decreased amplitude. The pattern of the noise was quite similar to other previously recorded episodes. Air entrapment at the proximal electrode related to the revision procedure could result in these artifacts. Ts concluded that since they are unable to determine the root cause of the noise to be related to either lead or device they recommended considering replacement of both components. New information received indicates that the system was explanted. The explanted system is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned in two segments; severed approximately 14 cm from the terminal end. Visual inspection confirmed appropriate set screw marks on the terminal pin in the correct locations. Resistance tests were completed on the segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray did not reveal any conductor issues.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving a shock. The physician was unable to ascertain if the therapy received was appropriate or not. The device was deactivated and technical services (ts) was consulted for guidance. Ts noted non-physiological noise with baseline shifts and changes in signal amplitudes. This is a result of impedance changes of the sensing vector. This can be due to under-insertion of the lead, lead impairment, or other disturbances of the contacts in the device header. As this device is implanted with a 3401 electrode, migration of the suture sleeve over the proximal electrode could case similar artifacts. X-rays and troubleshooting ruled out an under-inserted lead and lead impairment. A lead revision procedure was performed to evaluate if the suture sleeve was shielding the proximal electrode. The suture sleeve was not covering the proximal electrode but was very close to it. The suture sleeve position was modified to create more space between the proximal electrode and suture sleeve and properly secured. Shortly after this procedure there was another episode recorded showing non-physiological noise and decreased amplitude. The pattern of the noise was quite similar to other previously recorded episodes. Air entrapment at the proximal electrode related to the revision procedure could result in these artifacts. Ts concluded that since they are unable to determine the root cause of the noise to be related to either lead or device they recommended considering replacement of both components.